Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist device (lvas), serial number (B)(6), and the report that the patient acquired von willebrand disease could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) serial number (B)(6). No further related issues have been reported at this time. Heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 "introduction," lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including bleeding. Section 6 ¿patient care and management¿ (under "anticoagulation") provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient acquired von willebrand disease secondary to heartmate 3 on (B)(6) 2016.